Event description:
It was reported "branch when on". Additional information was requested from the customer; however, further details were not provided. The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine"

Manufacturer narrative:
(B)(4). The customer returned a guide wire for analysis. Signs of use in the form of dried blood were observed. Visual examination revealed the guide wire is unraveled from the proximal end. Multiple kinks/bends were also observed along the body. The distal j-bend was deformed. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. Both welds were present and appeared full and spherical. No other defects or anomalies were observed. The guide wire length measured 599cm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. Functional inspection could not be performed due to the nature of the damage. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire met all dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "branch when on". Additional information was requested from the customer; however, further details were not provided. The device was removed and replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).